Manufacturer narrative:
Continuation of concomitant: 439888 lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead integrity alert (lia) had triggered due to high sensing integrity counter (sic) and several high rate non-sustained episodes. Oversensing was noted and there were no true arrhythmias. Follow up with the physician's office indicated the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.